Manufacturer narrative:
The product analysis indicates that the drill motor assembly was grinding and rowdy due to worn. The handpiece was found to be heating up excessively, 132.6 degrees fahrenheit at one minute. The drill motor assembly and collet was replaced and tested as per manufacturer's specifications. During repairs, the cable connector to motor assembly found to be damaged, it was cleaned and sanitized. The unit replaced the collet and drill motor assembly including the cable. A functional tests and temperature test was conducted according to manufacturer's specifications with all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece heated up with in 5 minutes intra operatively. There was no patient or staff impact. There was a delay in the procedure to open a different drill.